Manufacturer narrative:
D10 concomitant product: sigpshell, sig power sigpshell control shell (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, during insertion into the shell, the handle¿s remaining count, which still had remaining, u nintentionally became zero. The handle¿s screen showed a monkey wrench with a red zero at the bottom. Another power handle was assembled to resolve the issue. There was no patient involvement. Pli-10: medtronic's initial evaluation of the incident found that the handle was disassembled and one of the screws for the loose motor had become loose, allowing the motor to move.